Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that after the user facility replaced a pc board, the ventilator did not start. There was no patient involvement. Importer ref. #: (B)(4) manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The user facility replaced an inspiratory pressure transducer printed circuit (pc) board, where after the ventilator did not start/boot up. The pressure transducer pc board was sent back for investigation. Visual inspection concludes contamination caused by a liquid spill on the pressure transducer pc board. During our simulated use testing it was concluded that the pressure transducer pcb had a minor leakage. The leakage was caused by a faulty connection between the pressure sensor and the nipple connecting to a tube on the inspiratory pressure sensor pc board. After the nipple was changed the leakage was gone and the pressure transducer pc board functioned as expected. The conclusion into this matter is that a spillage of liquid has occurred on the pressure transducer pc board which has led to a temporarily short circuit and the ventilator didn¿t start/boot up. Unexpected spillage/liquid (user error) on the pressure transducer pc board may result in short-circuit and could during ventilation cause a stop of ventilation. No device logs have been received. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: pedro cruz